Event description:
The healthcare professional stated that the device was defective and was shocking the patient. The device system was explanted. There was reported to be no patient injury. The patient recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The implantable neurostimulator (ins), lead, and extension have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.